Event description:
After contacting idtf, pt self tester reported to itc inconsistent inr results using protime instrument compared to an unspecified lab instrument. Pt therapeutic range is 2.0 - 2.5 inr. On (B) (6) 2009 protime inr 2.1. Subsequently on (B) (6) 2009 protime inr 1.4 compared to lab 1.8 inr. On (B) (6) 2009 protime 2.9 compared to lab 2.4 inr. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B) (4). MFR eval/investigation pending product return from user facility.